Event description:
Reporter stated that he was feeling dizzy all day and his wife called for an ambulance at 6:30 pm. Reporter stated that they used his aviva system to test him with a result of 134 mg/dl and he arrived at the hospital around 7:00 pm. Reporter stated the hospital obtained a result of 27 mg/dl on their system and he was treated with glucose once he was admitted. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.